Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) long term trial. (B)(4). Approximate age of device - 5 month (calculated from the date when the modular cable was issued to the patient) the device is expected to be returned for evaluation. It has not yet been received. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had two driveline disconnects on system controller history interrogation. The patient denied hearing any alarms and denied physically disconnecting the driveline. The manufacturer¿s technical services representative reviewed the submitted log and observed pump stoppages on (B)(6) 2018 that were due to the driveline being disconnected. Both pump stoppages lasted for 4 seconds. On (B)(6) 2018, it was reported that all labs were within normal limits. The modular cable was replaced. The patient was discharged home on (B)(6) 2018 with no further disconnect alarms/pump stoppage. No further information was provided.

Manufacturer narrative:
Additional information: received date provided. The evaluation of modular cable did not reveal any issues. Visual inspection of the returned modular cable found no evidence of damage to the outer jacket. Small amounts of debris were noted in both of the bend reliefs; however, they appeared free of any damage. The inline connector and controller connector appeared unremarkable and show no issues with the pins or alignment features. The system controller log files retrieved from the left ventricular assist system (lvas) appeared to capture the device functioning as intended. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The modular cable was then connected to a test system controller, hm3 pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.